Event description:
The patient contacted lifescan in august 2005 and alleged that their one touch basic enhanced meter was not powering on. Medical affairs specialist called and left a message for the patient in august 2005 to verify and obtain further information. A letter will be sent as a second attempt to contact the patient. The patient reported during the initial call in august 2005, the subject meter would not turn on. The patient was not sure as to the last date and approximate time of testing. Therefore, it is unknown as to how long the patient had the power issue with the meter. Patient had reported patient was unable to test on the meter and patient was experiencing low blood glucose symptoms. It is unclear if patient had attempted to test on the subject meter at the time patient was experiencing the symptoms. Patient was taken to the hospital and treated for with an IV. However, there is no further information provided regarding the events leading to the hospital visit, patient blood glucose level at the hospital, and the treatment given through IV. Their diabetes medication regimen was also not provided. During troubleshooting with the customer service agent, it was verified that this was not a new product. The patient was asked to press the power button, but the meter would not turn on. The battery was checked and it was correctly installed less than a year ago and the condition of the battery was also good. Based on the information available at this time, there is indication that the product has malfunctioned since the power issue was not resolved with troubleshooting. However, due to insufficient information, it cannot be concluded that the product caused or contributed to any injury. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the patient.